Manufacturer narrative:
The screw has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
Allegedly, 2 screws appeared to break on a x-ray after the initial surgery. A revision surgery was performed and the two broken screws, two other screws and the plate were removed. There were screw fragments that remained in the bone. Another system was implanted during the revision.

Manufacturer narrative:
The devices were returned for evaluation. Two of the screws returned have fractured at the shaft. The threads and shaft are twisted and deformed. Overall the remaining screws and plate do not show any gross deformation. It was noted that the plate had scratches that most likely occurred while in vivo or during explantation.